Event description:
The MFR rep reports a pt experiencing increased pain. The pump was implanted in 2002. The patient came in for a refill and 12 cc's were removed from the pump when 2 cc's were expected. The pt denied having any signs or symptoms of withdrawal. The pump was refilled with 20 cc's of drug. The drug used in the pump is dilaudid 6 mg/day and bupivacaine 25 mg/ml. In 2006 the pt came in for another refill and a pump study was done. The expected reservoir volume was 15.7 cc's and the actual volume removed was 18cc's. The pt was getting some medication, but not what was programmed. A dye study revealed no leak and good intrathecal spread. Two rotor studies performed showed no movement whatsoever. The pt is being scheduled for pump replacement. Additional info has been requested from the hcp but was not available on the date of this report.